Event description:
(B)(6) 2009 - initial mid-urethral sling surgery using transvaginal mesh for stress incontinence. Si "fixed", however, 9 months later, in (B)(6) 2010, mesh eroded through vaginal wall, requiring 2nd surgery in (B)(6) 2010 to remove mesh and repair vaginal wall. Stress incontinence is now back and another surgery is not possible.